Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of when the show backup battery button on the system monitor is depressed the screen goes to the alarm screen rather than showing the backup battery information could not be confirmed. The system monitor was not returned to thoratec for evaluation. Per email from the clinical specialist: "the system monitor will not be sent back. We re-installed the software v 7.22 and it appears to be working ok." A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 17dec2013. The system monitor was shipped on 14jan2014. The unit was manufactured on 11dec2013. Heartmate ii power module instructions for use revision b states if the screen does not function as intended during analysis, contact thoratec's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the "show backup battery" button was depressed on the admin screen of the system monitor, the screen went to the alarm screen rather than showing the backup battery information. The ventricular assist device (vad) coordinator tested other system monitors and the issue did not occur on the other system monitors. Software version 7.22 was reinstalled on the system monitor and the issue was resolved.